Event description:
It was reported that a caregiver and new ilet user requested assistance with changing supplies after experiencing difficulty filling the cartridge only halfway and an infusion set application in which the spring was pulled too hard and detached from the applicator; a video session was conducted, a site change was performed, and insulin delivery was resumed, with no alerts or alarms and blood glucose levels unaffected, consistent with an improper or incorrect procedure involving the infusion set and cartridge. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the users. Investigation of this case revealed no device problem and identified a usage problem associated with the procedure for deploying the infusion set and filling the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.